Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (200708440) did not show any pre-existing anomaly on the 20 smr cta humeral head manufactured with this lot #. The check of the manufacturing charts was performed even for the adaptor (lot # 201511056) involved : no defects detected on the (B)(4) pieces manufactured with the above mentioned lot #. No other complaints were reported on the lot # cited. X-rays analysis: no x-rays were provided. Explants analysis: explants removed during 2nd revision (21 apr 2016; cta head, adapter and humeral body) were returned to limacorporate and no mechanical failure was detected. Dimensional analysis: according to the info reported, there was no problem in the connection between cta head and adaptor, but we didn't receive information about the coupling adaptor - humeral body (model # 1350.15.010, lot # 1517658). We performed, then, a dimensional check on both components and no dimensional anomalies were detected on the male taper of the humeral body and female taper of the adaptor. Surgeon's comments: "the patient has a history of brain infarct ? At the second revision surgery, I confirmed that there was no problem for the connection between cta head and adaptor which were removed from the patient ? This incident were not a matter of malfunction of the products, but technical issue (improper positioning of the implant). I assume the connection of those products in the patient's body was not good because cta head impinged on greater tubercle. It caused the second dislocation of the components". We could not analyze any x-ray to confirm surgeon's remarks but our analysis confirmed that this issue is not product-related. Limacorporate received a total of 4 complaints on smr cta heads (model # 1323.09.420 ÷ 540), on a total of 3566 humeral head belonging to this family marketed ww, giving a specific revision rate of 0.11%. None of the previous reported complaints was product- related (cause of these revision surgeries: infection, surgical error, rotator cuff failure). No corrective action planned. Limacorporate will keep monitored the market. This is a final report.

Event description:
On (B)(6) 2015 smr reverse was placed to the patient. 1st revision surgery was performed (B)(6) 2016 with conversion to smr hemi + cta head since, due to patient's falling, the construct metal back + glenosphere came out from the glenoid bone. Then, post-operative x-rays, confirmed dislocation of implants ( smr cta head model # 1323.09.420 , lot # 200708440 and smr adaptor taper model #1330.15.274 , lot # 1511056) and a second revision surgery was done on (B)(6) 2016 to replace those components. Surgeon added osteotomy and replaced with implants of the same size, excluding humeral body (used a long one which replaced a medium). Surgery was completed without any problem. Surgeon's comments: 1st revision (B)(6) 2016 due to patient fall. About the cause of 2nd revision (B)(6) 2016: possible that cta head impinged on greater tubercle and it caused dislocation of the components. At the second revision surgery, the surgeon confirmed that there was no problem for the connection between cta head and adaptor which were removed from the patient. Event happened in (B)(6).